Manufacturer narrative:
(B)(4). Concomitant medical products: part 00840009400; articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ,ulnar bearings b sterile product do not resterilize; lot# unknown, unknown humeral component, unknown ulnar component. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the assembly tool would not engage with the poly. The triceps was completely removed as it was difficult to put the final assembly together. There was a delay of two hours as a result of this failure. No additional information is available.